Manufacturer narrative:
Concomitant medical products and therapy dates: on (B)(6) 2011: tgt3410/8530780, tgt3415/8613124. (B)(4).

Event description:
In 2004 (unknown date), this patient underwent an open abdominal surgery with a vascular graft to repair an abdominal aortic aneurysm. In (B)(6) 2010 (unknown date), a bypass surgery was performed on the superior mesenteric artery (sma) and both renal arteries. The celiac artery was coil embolized. On (B)(6) 2011, this patient underwent an endovascular repair of a thoraco-abdominal aortic aneurysm using three gore tag thoracic endoprostheses (tgt2815/8655045, tgt3410/8530780, and tgt3415/8613124). The preoperative aneurysm diameter measured 65 mm. On (B)(6), 2011, the aneurysm diameter measured 40 mm. No endoleak was observed. On (B)(6) 2011, no endoleak was observed. The aneurysm diameter was unknown. On (B)(6) 2012, the aneurysm diameter measured 65 mm. No endoleak was observed. The patient was monitored. On (B)(6) 2012, the patient presented with fever. On (B)(6) 2012, the patient as diagnosed with (B)(6) and anti-biotic medications were administered. On an unknown date in 2012, vascular graft infection was reported. Infection of the tag devices or the aneurysm was not reported. On (B)(6) 2012, the patient expired due the sepsis and acute renal failure caused by the infection.

Manufacturer narrative:
The review of the sterilization paperwork verified that the lots met all pre-release specifications.